Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis showed that the device passed labeled longevity calculation. The device recorded no suspicious faults or resets while implanted. Based on the normal battery rundown and the passing longevity, the analysis results are consistent with normal depletion. Laboratory analysis did not confirm reported allegation. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to early battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to early battery depletion. No additional adverse patient effects were reported.